Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered. The catheter was flushed, and irrigated catheter flow rate was set at 2 ml/min of heparin infused saline. Smarttouch sf catheter was inserted into the left atrium via the transseptal puncture site for mapping. During mapping, a clot was visualized on the catheter via intracardiac echocardiography (ice). Since the physician suspected that the clot was caused by the catheter, it was carefully removed with the clot attached. The catheter was exchanged, and the procedure continued. There were no patient consequences and there have been no symptoms reported since the procedure. Generator was set on power control mode at 25 watts with a temperature cut-off of 42°c. No ablation was performed. There were no errors reported. Physician indicated that he felt some resistance when flushing the catheter with a syringe. There were no catheter issues related to temperature or flow. Patient received anticoagulant (heparinized saline) with activated clotting time (act) of approximately 230 seconds. This clot is MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/04/2018. Initial visual analysis indicated the returned product appears to be in normal condition. No thrombus or clot was visible on catheter tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered. Since the physician suspected that the clot was caused by the catheter, it was carefully removed with the clot attached. The catheter was exchanged, and the procedure continued. There were no patient consequences and there have been no symptoms reported since the procedure. Product evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer¿s ref # (B)(4).